Event description:
The following was reported to davol by the pt's attorney. On (B)(6) 2005, the pt was implanted with a bard prefix plug during right femoral hernia repair. The pt was also implanted with non-bard devices in the pelvic area for unspecified reasons. The attorney's report alleges add'l medical/surgical treatment, nerve damage, permanent injury, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The attorney's report alleges that the pt was implanted with a perfix plug for repair of a femoral hernia. No specific device failure has been alleged and medical records have not been provided. We have contacted the initial reporter to request add'l info. A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the alleged event. Additionally, no sample has been returned for eval. This MDR includes all pt, event and device info davol has received to date. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.